Manufacturer narrative:
The returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not product any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure with the starclose vascular closure. The physician fired the clip and the device got stuck and he could not remove it easily. Reportedly, with some manipulation to press the vessel locator button many times and some twisting, the physician pulled out the device. The clip remained in the patient and hemostasis was achieved.